Event description:
The patient was admitted for a procedure in 2005. A 2.5 x 28mm cypher stent was electively implanted at 18atm, via direct stenting in the first obtuse marginal branch. The lesion was de novo, concentric and diffused. The residual percentage of stenosis was 2%. In 2006, the patient underwent a follow-up coronary angiography, which showed 59% stenosis of the target lesion. However, since the flow was good no treatment was conducted. The patient was in stable condition.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.